Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 08/02/2016. Device returned to manufacturer - yes. Device evaluation: the cartridge was returned to the manufacturer for evaluation inside a specimen container. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) in the cartridge tube, tip, and loading zone. The tip of the cartridge was observed deformed. No cracks or broken parts on the cartridge were observed. No debris/particles were observed inside the cartridge or inside the specimen container. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing process record was evaluated. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) a small piece of plastic debris was seen to get pushed along the cartridge as the lens was advanced. The debris was floating in the eye posterior to the lens and it was removed with the forceps. The lens was left implanted. Reportedly there was a few minutes delay to the procedure, but no injury to the eye and the patient outcome was as expected. No further information was provided.